Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va12dg4, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported having issues and so they had an x ray done that showed the leads were not in the right place. A for troubleshooting, a revision is planned for (B)(6) 2018. No symptoms were reported and no further complications were noted or anticipated.